Event description:
Related manufacturer reference number: 2017865-2022-15546. It was reported that patient presented for device replacement procedure. Prior to procedure, it was found that patient's atrial and right ventricular lead exhibited noise oversensing. Insulation damage was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Final analysis found outer insulation damage at the proximal region of the lead consistent with procedural damage. The cause of the reported event of insulation damage was consistent with procedural damage. No other anomalies were found.